Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 25 occurred during the load process. Also, it was noted that multiple cartridge detection alerts occurred. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.